Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician (B)(4) laboratory; complaint received with return of device. Failure (event) observed during analysis. As received, two pieces of the lead were returned for analysis. Abrasion from the inside- out was noted at 10.5cm from the distal tip electrode. The abrasions at 32.5 cm and 33 3 cm from the distal tip electrode could have occurred due to calvicular crush.